Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not provided for reporting. (B)(4). Expiration date unknown(10) lot number unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided. Internal review was performed. The patient was two weeks post-op after having a lateral lumbar interbody fusion between two unknown vertebrae. The patient required a second surgery for lumbar canal stenosis. The tpal interbody device is indicated for interbody fusion, which is expected to be placed between two intervertebral bodies. Transforaminal lumbar interbody fusion was completed and the patient was implanted with t-pal at l4-l5. While closing the incision site, the spo2 dropped and after unsuccessful resuscitation attempts, the patient died. There is no major vessel in the posterior approach and the expected location of the tpal cage, as well as pedicle screws, which could lead to a sudden spo2 drop. However anterior to the vertebral bodies, there are major blood vessels that could be damaged. There was no indication of sudden bleeding reported. An injury to a major vessel would likely be identified by operating room personnel. Placing pedicle screws from t10 to s2 and interbody bone graft placement with competitor¿s devices after the tpal placement would take a significant amount of time to complete before incision closure. The decrease in the patients spo2 was a sudden event at the time of wound closure. With the available information combined, it is less likely that there was vessel injury during the tpal placement. There was a nurse comment that ¿this event might be caused by deep vein thrombosis (dvt) which was brought about by staying in bed after the xlif surgery¿ 2 weeks prior. There is no allegation of a synthes device malfunction. However, due to the limited information available, the t-pal cannot be disassociated from the reported death and this event will be reported to be conservative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, lateral lumbar interbody fusion (xlif ) was performed between two vertebrae for the patient. On (B)(6) 2017, the patient underwent a surgery for lumbar canal stenosis. Surgery was performed using the transforaminal posterior atraumatic lumbar (t-pal) spacer system. The following events were confirmed during the surgery. One (1) t-pal small cage was implanted at intervertebral disk between l4 and l5. After transforaminal lumbar interbody fusion (tlif) was completed, then t10 ¿ s2 was fixed by s2ai screw fixation using the precept system (non-j&j). At that time, artificial bones were put into the intervertebral disk to increase the patient¿s autologous bones. After a final tightening was completed, saturation (spo2) of the patient suddenly fell during closing the incision site, and then patient was put in the face-up position to receive an automated external defibrillators (AED) treatment. Eventually, the patient died. The nurse commented that this event might be caused by deep vein thrombosis (dvt) which was brought about by staying in bed after the xlif surgery, and that the correlation was unidentified between the used implants and this event. No issues with our devices were identified during the surgeries. This report is for one (1) t-pal spacer. This is report 1 of 1 for complaint com (B)(4).